Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 4354437. Common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4711129.

Event description:
It was reported that the patient experienced ineffective stimulation and had an occipital lead which migrated and protruded through their skin. Surgical intervention was undertaken on (B)(6) 2025 wherein the physician cut the lead, and a portion of the lead remains implanted. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.